Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a venaseal closure system to treat the left mid great saphenous vein (gsv) in a patient. There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to sfj. There was compression of gsv. Post op, it was reported that the patient is having shards of glue outside the vein push towards and through the skin. There are no known patient allergies or co-morbidities. No medical or surgical intervention was required. Issue is still present.